Event description:
It was reported that while in use on a patient a ventilator generated a circuit disconnect error message. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and could not duplicate the reported issue. The device passed all testing.